Event description:
It was reported that the pt visited the surgery clinic complaining of decreased vision and was found to have endophthalmitis three days post iol implant. The pt applied artificial tears and an anti-inflammatory agent and completely recovered by f/u visit on (B)(6) 2013. Add'l info has been requested. Please reference MFR# 1119279-2013-00237 for the intraocular lens.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.